Event description:
It was reported that the lead was no longer capturing and the patient went into heart block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; it was observed the outer insulation was breached cut, apparent explant damage; full lead analyzed.